Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between december 14, 2022 and december 15, 2022. H11: the device was received for evaluation. A visual inspection was performed which noted the bladder had ruptured. The ruptured bladder was examined, and there were no signs of abnormality observed on the external and internal surfaces of the bladder, the rupture line and stressmember. The reported condition was verified. The cause for the bladder rupture could not be determined; however, may be due to inherent variation in the material from manufacturing, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume intermate ruptured during filling. A baxa repeater pump was used to help filling. There was a large visible tear in the bubble. The pump was filled with buffered glucose solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.